Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in china. The device was returned with the batteries removed from the pack. Functional testing found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing and design issue. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the unit was not working properly, it would not spray water out. During product evaluation and visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There was no patient harm/injury or surgical delay reported. Due diligence is complete; no further information is available.